Event description:
Pt reports at least four instances in which the indwelling urinary catheter bag leaked around the drain spout where it is connecting to the drainage bag. This required changing of the entire drainage bag system. Dates of use: (B)(6) 2014 - (B)(6) 2014. Diagnosis or reason for use: pt requires chronic indwelling urinary catheter. Event reappeared after reintroduction: yes.